Event description:
Healthcare professional later reported breast cancer (not device related). Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported left side rupture and seroma. The device remain implanted.